Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus vietnam there was the possibility that the reported phenomenon was attributed to the damage of the co2 gas inlet due to the connection of the high-pressure hose to the co2 gas inlet with excessive force, or the tucking of the foreign matter into the co2 gas inlet when the high-pressure hose was connected. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus vietnam, a high-pressure hose could not be connected to the subject device, and the co2 gas inlet of the subject device had been broken. There was no report of patient injury associated with the event.